Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of image difficulty. The colonoscope was tested for more than four hours while the bending section was soaked in warm water, and the colonoscope was also tested with two different video processors and light sources and the image seemed to work appropriately. The colonoscope passed the fog test, and the leak test. The charge coupled device (ccd) resistance values were within the specs. There was no evidence of fluid invasion in the colonoscope. The cause of the user's experience cannot be conclusively determined at this time. This report is being filed as an MDR in an abundance of caution.

Event description:
The hosp reported that they experienced a total loss of image during a diagnostic colonoscopy. The procedure was completed with a different, but similar device. There was no pt injury reported.